Event description:
Initial reporter indicated to cyberonics consultant that their hand held computer gets "hung up" on the interrogate patient screen. It was fully charged and had 7.1 programming software. A soft and hard reset was performed and it did not resolve. The 7.1 programming software is at cyberonics pending analysis.